Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility. A review of the manufacturing documentation for the device revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patients ipg was not charging. The physician believed that it was due to the use of defibrillator on an emergency cardio event. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Additional information was received that no further information could be obtained.

Event description:
A report was received that the patients ipg was not charging. The physician believed that it was due to the use of defibrillator on an emergency cardio event. The patient underwent an ipg replacement procedure and was doing well postoperatively.